Event description:
The red luer hub was found cracked during use on patient. No patient harm reported. No report of a required intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual analysis revealed the red (arterial) luer hub contained two large cracks. This damage is consistent with repeated tightening on the luer. Water leaked from the cracks in the hub when flushed using a lab inventory syringe. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained two large cracks. The appearance of the crack is consistent with overtightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The red luer hub was found cracked during use on patient. No patient harm reported. No report of a required intervention. The patient's condition is reported as fine.